Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that yesterday and this morning they are having something going on that comes and goes, when they move, they feel a sensation on top of their groin, next to the area where they urinate and it is not a shock but it's like a shock. Reviewed if stimulation is uncomfortable the option to reduce the number or turn therapy off until they can work with their doctor. During the call and after several attempts to synch pt was successful to synch their equipment to their ins and reduce the number. Pt moved around during the call and confirmed: stimulation was now comfortable. Reviewed interstim therapy optimization information, stimulation sensation information control equipment general use and function. Redirected to their doctor. Patient will maintain stimulation level and will continue to track symptoms. Patient said they have an appointment with their doctor next week on monday. Pt said since getting interstim they have never used their control equipment to make any changes and since implant they have been very fortunate, it has worked beautifully, they have been having a little bit of a problem with leakage again, but pt attributed it to extreme stress.